Manufacturer narrative:
Product ID 97745nt, serial# (B)(6) was returned for analysis. Analysis found the lcd was corroded, the main board was corroded causing charging/power/connection issues, and the connector support was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6); product type: b3: event date is month and year valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller screen was black and unresponsive and the controller will not take a charge when plugged into the ac power supply cord. Patient stated that they spoke with medtronic representative who had them remove and reinsert the battery pack; however, that did not resolve. Agent had the patient remove the battery pack from the controller and connect the controller to the ac power supply cord; patient confirmed green light on ac power supply, but reported the controller screen did not power on. Patient denied any visible damage to the ac power supply cord or pins, but reported the controller port pins appeared discolored on one half. The issue was not resolved. An email was sent to the repair department to replace the controller.